Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the pump reset process. Call was disconnected, and technical support planned to follow up.